Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use intractable spasticity. On (B)(6) 2019 it was reported that the per the healthcare provider¿s office the patient had a large fluid collection in the pump pocket. The patient had also been more spastic. They were not aware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient would be scheduled for surgery to explore the pump pocket and to check the catheter. Surgical intervention did not occur but was planned and was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.